Manufacturer narrative:
Summary of investigation: there are eight previous complaints of this code-batch regarding the same issue, seven of them closed as confirmed after analysis. We manufactured and almost distributed in the market (B)(4). There are 72 units blocked in stock. We have received a picture showing an open sample with the needle detached from the thread (thread is still wound on the pack). However, taking into account that there are 8 previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the closed samples received in previous complaints showed that the needle escaped from the thread. Final conclusion: taking into account that the results of the samples received in the previous complaints did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that in a box of 12 sutures, 4 envelopes, when opened, the thread needle was separated.